Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Inspection of the actual sample: visual and magnifying inspections of the actual sample: approximately 6 mm of the core wire was exposed from the distal end. The outer layer was broken at approximately 6 mm from the distal end. There was no anomaly in other parts. Electron microscopic inspection: the broken end of outer layer had been stretched distally. Fixed size cutting mark (mark that occurs when the core wire is cut during manufacturing) was confirmed on the top surface of core wire, which was similar to that on a current normal sample. From this, it was inferred that there was no portion missing from the core wire. Dimensions: the outer diameter of the hydrophilic coated part and ptfe coated part met the factory's control standards. No anomaly was observed. According to the investigation results, no anomaly was found in the dimensions of the actual sample or in the manufacturing records. The following phenomenon was considered as one of the possibilities in this case. The distal end of the actual sample was trapped due to some factor. To release the trap, a tensile load in the withdrawal direction was applied to the actual sample. The outer layer was broken off due to the application of such a tensile load. However, the cause of the trapping could not be clarified. It was thought that the distal 6 mm of the outer layer was missing. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the tip of the involved advantage wire broke off and got stuck (remained) in patient's vessel (crural vessel). It was not possible to retrieve the wire. They did not attempt to remove the tip due to the very distal location and severe calcification. The patient was fine. The procedure outcome was not reported. The patient was not harmed.